Event description:
It was reported that during a follow up, the impedance measurement was not in range. X-ray image revealed a lead dislodgment. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.